Event description:
It was reported through the patient outcome that the patient underwent a heart transplant. The device was returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 left ventricular assist system (lvas), (B)(6), that would have contributed to the patient¿s reported transplant. (B)(6) was returned assembled with the pump cable severed approximately 8 inches from the pump header. A middle segment measuring approximately 4 inches, and a distal segment measuring approximately 13.5 inches were also returned. The modular cable was returned connected to the distal segment of the pump cable. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft bend relief was returned attached to the outflow graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. Although no specific adverse events were reported, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. No further information was provided. The manufacturer is closing the file on this event.